Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Dirty liquid came out from the channel of the subject device after reprocessing. This could be a sign of insufficient cleaning. There were no reports of patient injuries related to this incident.